Event description:
It was reported that the customer's insulin pump and several error alarms. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display due to moisture damage on the electronic assembly. Unable to verify the error alarms due to the frozen display and constant tone. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.